Event description:
It was reported the patient received the following results within 15 minutes: 199 mg/dl and 99 mg/dl.

Manufacturer narrative:
In chapter d4, the lot number information and related information was added or updated.